Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to customer¿s blood glucose level. The customer's mother was able to perform a pump reset on her own, and no additional malfunction occurred. The customer successfully resumed insulin and reconnected to the sensor.